Manufacturer narrative:
This report filed april 15, 2011.

Event description:
It was reported that patient underwent a procedure utilizing an artificial ligament fixation device on (B)(6) 2011. During the procedure, it was noticed that the device was missing a loop as it was being applied to the graft. Another device was available to complete the procedure without delay. There was no injury to the patient as a result.